Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to asthma. The customer reported that she felt like going to faint on the floor and 911 was called. The customer declined to go to emergency treatment services and taken to the hospital by the her husband. The customer reported that her pulse was 65. The customer went to intensive care unit and her pulse was adjusted. No additional information was provided during the call.